Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed . Functional tests were performed and na . An internal visual inspection was performed and failed. The receiver log was not downloaded and finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4)

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
The performance data was not reviewed as the logs could not be downloaded due to the receiver not turning on.

Manufacturer narrative:
(B)(4).